Event description:
The hosp advised that the pump was set up to infuse activase at a rate of 35cc/hr. Volume to be infused was set at 85cc. However, 35cc infused in 40 minutes. There was no pt consequence.